Event description:
It was reported that "when I put fill tubing it will start but then say it¿s not filled and make me go through like a new cartridge". There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.